Manufacturer narrative:
Event date was reported as (B)(6) 2013, should have been left blank(unk). Recall # z-1215-2014.

Event description:
Fractured in patient's mouth, after visit. No patient injury.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.